Event description:
A tandem mobi cartridge alarm was reported by the caller, and the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer was unable to reload the original cartridge but received assistance from technical support to load a new cartridge using the proper technique. The issue was resolved, and insulin therapy was successfully resumed.